Event description:
Customer reported that the patient coded during an exchange procedure. The customer declined to provide patient information and outcome. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Lot number, manufacture date and expiry date are not available at this time. Investigation is in process, a follow-up report will be provided.